Event description:
A pt presented at the doctor's office for six months follow up. The doctor was not able to flush the chemo-port and a chest x-ray revealed a fracture in the port. The port was retrieved through fluoroscopy and surgery. The pt had no serious injury and was stable.